Manufacturer narrative:
The returned product consisted of the opticross imaging catheter. Visual inspection showed the sheath assembly kinked, and the imaging window detached and twisted. In order to inspect for imaging core (ic) windup at the proximal end of the catheter, the hub rotator retainer clip was removed, however the rotator and imaging core assembly could not be pulled out from the hub due to device condition. The complaint device was sent for x-ray analysis to characterize the electrical failure further. Based on the x-ray images, the electrical failure resulted from a broken coax cable at 150cm to 160cm.

Event description:
It was discovered upon analysis that a catheter issue occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the image was lost. The catheter was removed from the patient, and another similar device was used to complete the procedure successfully. There were no patient complications. It was later discovered on analysis that the imaging window had twisted and detached.